Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12 oct 2017 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2017 with the following findings: a review of the black box and alarm history revealed multiple call service alarms. The pump alarmed with a call service during the rewind step. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.